Manufacturer narrative:
Boissier, r., sanguedolce, f., territo, a., gaya, j., huguet, j., rodriguez-faba, o., regis, f., gallioli, a., vedovo, f., martinez, c., palou, j., & breda, a. (2020). Partial salvage cryoablation of the prostate for local recurrent prostate cancer after primary radiotherapy: step-by-step technique and outcomes. Urology video journal, 7, 100040. Https://doi.org/10.1016/j.urolvj.2020.100040. True event date is unknown. Event date is estimated to the first month of the clinical study.

Event description:
Reported via journal article "partial salvage cryoablation of the prostate for local recurrent prostate cancer after primary radiotherapy: step-by-step technique and outcomes." It was reported urinary incontinence and erectile dysfunction occurred. The purpose of this study was to describe the technique as well as the oncological and functional outcomes of partial salvage prostatic cryoablation (scap) in the treatment of local recurrent prostate cancer after primary radiotherapy. The indications for partial scap were: prostate specific antigen (psa) < 10 ng/ml, local recurrence with single focus on multiparametric magnetic resonance imaging (mpmri) and on prostate biopsy, negative metastatic workup, life expectancy > 10 years and psa doubling time > 12 months. Cryoablation was performed with the cryoablation generator precise device, icerod cryoprobes and icesphere cryoprobes. Fourteen patients underwent partial scap from 09/2010 to 09/2018. Primary treatment consisted of: 29% brachytherapy and 71% external beam radiotherapy treatment (ebrt) with concomitant androgen deprivation therapy (adt) in 50%. Median time to recurrence was 8.5 years. At the time of cryotherapy, median age was 72 years, charlson score was 3 and serum psa was 4.2. Mean procedure time was 90 min. Median hospital stay and catheter duration were respectively 2 days and 8 days. Median biochemical disease-free survival was 4.4 years and 71% of the patients were free of third-line treatment at the time of evaluation. No patients developed metastasis, and all were alive at the time of the last evaluation. De novo urinary incontinence was reported in one patient and de novo erectile dysfunction in one patient. In conclusion partial scap was an alternative to salvage prostatectomy and whole gland ablation for highly selected patients with locally recurrent prostate cancer (pca) after radiotherapy. It significantly avoided or at least delayed the need for androgen deprivation therapy (adt).